Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced autoreducing. Lead diagnostics showed high impedances on two contacts on paddle lead. Reprogramming was attempted to no avail. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.